Event description:
Customer alleges the handle broke off the bake when they went to lock it. No injury alleged.

Manufacturer narrative:
The consumer is a female whose age, height and weight are unknown. The consumer stated that the brake handle broke when trying to lock the brakes. No injury or medical intervention. No RMA issued at this time for the return of the product.